Event description:
It was reported that during procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the insertion or were returned for examination. The actuator is exiting the distal end of the insertion needle. The needle is bent. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. No root cause related to the manufacturing process can be established.